Event description:
According to the reporter, during a procedure, the patient had a pneumothorax. To resolve the issue, a chest tube was used and the patient was hospitalized. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. The patient had an extended patient hospitalization as well.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.